Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, a complete lead was returned in one piece. Two external insulation abrasions were found proximal to the suture sleeve tie impression with one abrasion breaching the optim sheath only at 7.1 -7.8 cm from the connector pin, the silicone insulation was intact in this location. The other abrasion was found breaching the ring electrode cable lumen, the ring electrode cables was found damaged in this location consistent with procedural damage. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.